Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found that the lead's helix was retracted. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this lead was exhibiting loss of capture. The device's right ventricular automatic capture is on at 3.5 volts. The local representative asked how automatic capture selects it's output in suspension. Ts commented that the retry output logic goes to two times the last successful measured threshold. The device will no check for capture in retry and will not auto adjust to 5 volts. Subsequently, the field clinical representative (fcr) contacted ts two days later to report that a high rv threshold was identified on the patient's home monitoring system. There is no capture at maximum output in both bipolar and unipolar configuration. Sensing has decreased to 5 mv from 20 mv and the pacing impedance has diminished from 900 ohms to 500 ohms. The unipolar impedance measurement was 330 ohms. The patient had been admitted into the hospital last evening due to chest pain and was transferred to another hospital for a lead replacement procedure. An x-ray was done which showed a possible mircodislodgement or microperforation. An echo cardiogram was done which was negative. The patient has an intrinsic rhythm (heart rate of 60 to 70 bpm) associated with long first degr block possible wenckebach. The patient was presented to the electrophysiology (ep) laboratory and the lead was successfully explanted and replaced. The lead was received at boston scientific's return products department.